Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding damage involving an adm impactor was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis report (mar) concluded that the impactor tip report concluded that the part broke from multiple impacts. No material or manufacturing defects were observed on the surfaces examined. Visual inspection: visual inspection was completed as part of the material analysis report. The device fractured through the threaded hole, originating at the root of the third thread from the top of the hole. The fragments were examined with the aid of a stereo microscope at magnifications up to 50x. Fracture occurred through fast fracture overload likely resulting from impact. The fractures propagated radially outwards and circumferentially. Macroscopic features, including hackles, provided evidence of fracture directionality. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as not relevant to the investigation. Device history review: a device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there has been no other complaints for the reported lot. Conclusions: this event was previously investigated and is currently under investigation in CAPA.

Event description:
The scrub tech attached the enclosed ball impactor tip to the handle unsupported, the scrub tech impacted the back correct side of the handle twice and the impaction tip broke into several pieces. When contact was made with the handle nothing was in contact with the black mdm liner impactor. This incident took place on the back table and not over /inside, the patient was in the case and witnessed the event.

Event description:
The scrub tech attached the enclosed ball impactor tip to the handle unsupported, the scrub tech impacted the back correct side of the handle twice and the impaction tip broke into several pieces. When contact was made with the handle nothing was in contact with the black mdm liner impactor. This incident took place on the back table and not over /inside, the patient was in the case and witnessed the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.